Event description:
Procedure performed: esophagectomy. Event description: when conversion required removal of the gelport, it was then noticed that the sheath was torn. The tear was not observed during use. During the procedure, the gelport was removed due to conversion. Upon removal, it was observed that the alexis sheath was torn. The tear was not noticed during use and had no effect on the procedure. Intervention: unknown. Patient status: no clinical impact to the patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: esophagectomy event description: when conversion required removal of the gelport, it was then noticed that the sheath was torn. The tear was not observed during use. During the procedure, the gelport was removed due to conversion. Upon removal, it was observed that the alexis sheath was torn. The tear was not noticed during use and had no effect on the procedure. Intervention: unknown patient status: no clinical impact to the patient.